Manufacturer narrative:
Pt. Info.: unknown/not provided. Patient information cannot be provided due to personal data privacy legislation/policy. If explanted, give date: not applicable, as lens was removed in the initial surgery. Implanted, give date: not applicable, as lens was removed in the initial surgery. (B)(6). The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) had haptic damaged issue. Haptic broke after implantation into the eye. Account indicated that the lens was available for evaluation. No further information was provided.